Manufacturer narrative:
(B)(4). Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0871 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Unit uploaded properly using carelink. Unit had minor scratched display window, scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment.

Event description:
The customer reported via phone call that they were hospitalized multiple times due to high blood glucose and low blood glucose. Customer states that on (B)(6) 2020 they were admitted with a high blood glucose of 1800 mg/dl. Customer also had a low blood glucose level of 14 mg/dl. The customer was taken to emergency room and treated with intravenous drip for high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump was returned for analysis.